Manufacturer narrative:
Please see mw5149946. According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and patient's death. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient had passed away within 48 hours of a pod replacement. The patient's physician reported the cause of death was due to dka from lack of insulin and sensor malfunction after a pod replacement. The physical devices were not returned for analysis and investigation. If additional information becomes available, post market will reassess this case.

Manufacturer narrative:
B3 - date of event changed from 1/4/2024 to 12/1/23.